Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The customer confirmed the reported issue. The manufacturer¿s technical service person provided reference to the duration of cylinder at various leak rate tables. The customer's biomed replied: "we are ok now". Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the e-cylinder tank drained quickly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.